Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visually confirmed both mas broken approx. 5-7 threads from the bone screw head. No material damage identified to fracture surfaces or bone screw thread that could contribute to potential failure. Witness marks noted on mas head, consistent with explantation. Microscopic examination of both fracture reveal fairly flat fracture surfaces with progressive striations, indicative of fatigue. Dimensional inspection of the bone screws confirm conformance to relevant print specifications. Applicable imaging films were also returned to the manufacturer. The ap and lateral post op x-rays verify a two level segmental fusion l4-l5-s1. There is an l5 screw only on the right. Both s1 screws are broken midshaft. A revision surgery was reported but no x-rays were provided of the final construct. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) from l4 to s1 for back pain. The surgeon placed two screws at l4, one screw at l5 the right and two screws at s1. It was reported that during a routine visit, sometime post-op, CT and MRI scans revealed that both screws were broken at s1. The top portion of the screw was removed, but the bottom tip fragment remains in the s1 body. The surgeon replaced both s1 screws and rods. L5 on the left was previously left open. The surgeon added a screw at l5 on the right. No additional patient complications were reported.